Manufacturer narrative:
Batch review performed on 20 april 2020: lot 1902226: (B)(4) items manufactured and released on 18-june-2019. Expiration date: 2024-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a femur periprosthetic fracture. The cause of the fracture is unknown. About 2 months after primary the surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully.